Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as the onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with intraperitoneal amikacin injection 250 mg, twice daily (duration not reported) and cefepime injection twice daily, intravenously (IV), (dose and duration not reported) for the event of peritonitis. It was unknown if the patient recovered from the peritonitis. Dianeal therapy was ongoing. No additional information is available.